Event description:
During evaluation of a returned spectrum pump, the device had system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed system error 345. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be upstream thermistor was found to be failing. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.